Manufacturer narrative:
(B)(4). This is a report of a patient connected to the patient line prior to the line being properly primed for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that air was present in the patient line of the cassette during the initial drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the patient had connected to the patient line prior to properly priming the line. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.